Event description:
It is reported in the literature article "underwater endoscopic mucosal resection (uemr)", appearing in gastrointestinal endoscopy clinics 29(2019) 659-673, patients experienced adverse events during or after an underwater endoscopic mucosal resection. This article is a meta-analysis of other studies, and patient/event details are not complete. It is not known what manufacturer's colonoscope or accessory cap was used in each case, however olympus colonoscope cf-h180al and accessory (B)(4) are mentioned as the ideal choices for the procedure. For this reason, this report is being conservatively submitted to address the potential that olympus devices could have been used in these cases. Out of over 500 cases of colonic uemr, three cases of delayed bleeding were reported. One of the three patients required blood transfusion, and two of the three patients required colonoscopy for hemostatic intervention. One case of perforation was reported in the uemr group. In this case, the procedure was performed in a retroflexed position, suggesting that the retroflexed scope stretched and thinned the colonic wall, contributing to the perforation. The treatment required due to the perforation was not stated. There is no mention in the article of any olympus device malfunction.